Event description:
Patients' representative has reported "massive capsular contracture - baker grade unknown and burning breast pain" ¿suffered from depressive stress disorders due to the justified fear of cancer, as well as a disturbed self-image as a woman and reduced self-esteem due to the now "empty" chest cavity¿. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patients' representative has reported "massive capsular contracture - baker grade unknown and burning breast pain" ¿suffered from depressive stress disorders due to the justified fear of cancer, as well as a disturbed self-image as a woman and reduced self-esteem due to the now "empty" chest cavity¿. Device has been explanted. This relates to the right side.

Event description:
The event of capsular contracture - baker grade ii is non-serious in nature and is considered not MDR reportable. Un-reporting record

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.